Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty tip detachment occurred. Target lesion was a highly calcified in-stent restenosis in the mid left anterior descending (lad) artery. During advancement of the 185cm pt2 guide wire the tip became bent and detached. The detached tip is located in a small side branch distal of the lad and was unable to be retrieved. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer -the device has the distal tip detached and was not returned. Dimensional inspection that could be measured revealed that the device was within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty tip detachment occurred. Target lesion was a highly calcified in-stent restenosis in the mid left anterior descending (lad) artery. During advancement of the 185cm pt2 guide wire the tip became bent and detached. The detached tip is located in a small side branch distal of the lad and was unable to be retrieved. No patient complications were reported and the patient status is stable.